Event description:
IV tubing has a one way valve to prevent IV piggy back solutions from entering the primary IV bag. The valve was not working and the patient's IV antibiotic backflowed into the primary bag causing potential to either miss medication or overdose or cause precipitation and emboli.